Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet pump exhibited a display malfunction in which the screen pixelated, twitched, intermittently went black, and showed only the backlight after pressing the sleep button, consistent with a device display failure. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer interview and remote troubleshooting to assess display functionality and charging behavior. Investigation of this device revealed a suspected display hardware or screen assembly malfunction with abnormal charging duration, consistent with a device display problem. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display subsystem.